Event description:
A dreamstation bipap device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and the service technician observed visible foam particles. Additionally, there was a total of 32 errors displayed in the error log. The device was scrapped.